Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When staff squeezed the green buttons to roll the seal, then load, the seal flared so it would not go into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).